Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that following therapeutic treatment of the trial, the patient went in to complete their procedure of connecting their lead to an implantable neurostimulator (ins). During procedure, when connecting the ins and performing the impedance measurement, all readings were above 4,000 ohms. No cause specified. Replacement of the defective electrode and insertion of a new electrode with connection of the ins. Lead will be returned.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# unknown. Implanted: (B)(6) 2026 explanted: (B)(6) 2026. Product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.